Event description:
Reported alleged the customer could barely talk and couldn't get out of bed when a result of 117 mg/dl was obtained on the aviva system. Reporter stated that she called 911 and the customer's nephew attempted to treat the customer before she passed out. Reporter stated an ambulance arrived and the professionals obtained a result of 25 mg/dl on their system before treating the customer with an IV. Reporter stated the customer was taken to the hospital and kept for 2 weeks because of hypoglycemia, low potassium, congestive heart failure, and renal failure. No other actions were reported taken or treatment received. A request was made for the return of the suspect device.